Event description:
Attorney advised a 3.5mm dcp plate was implanted for a forearm fracture. Pt began physical therapy for wrist damage and plate was noted as broken the same day. The plate was removed.